Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. The issue was confirmed in problem description and device logs. According to the information provided by the technician, the issue was solved by replacing inspiratory pressure transducer printed circuit board. The replaced part has not been available for the further analysis of the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The manufacturing date was incorrectly set and have now been updated to correct date.

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).